Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of inflow cannula malpositioning could not be confirmed based on the provided information. Additionally, the reported event of low flow alarms was confirmed by an onsite abbott representative. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account indicated that the low flow alarms may also be due to small left ventricle (lv) size. The account requested a software upgrade on the patient¿s controllers with a low flow hazard alarm threshold set to 2.0 liters per minute (lpm) due to inflow cannula position and a small lv. According to the account, the software upgrades were performed on 02jan2024 and are captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting" address all system alarm conditions, including low flow hazard alarms, as well as the appropriate actions associated with each condition. The heartmate 3 lvas patient handbook is currently available. Section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including low flow hazard alarms, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a low flow software was requested and installed on the primary system controller and secondary system controller due to the inflow position.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.